Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during the use of the cassette a smiths medical cadd-legacy plus pump may have under delivered medication and exhibited a no disposable alarm about "half way through the infusion." Per reporter the programmed residual volume was at 100 ml, the rate was 2.2 ml/hr for 45 hours and 55 ml of medication remained in the cassette. It was reported that priming of the tubing was done with the pump. No adverse patient effects were reported. Per reporter no additional information was available.